Manufacturer narrative:
Date sent to FDA: 4/12/2019. Additional narrative: it was reported that following the procedure the patient experience abscess, pain and infection. It was reported that the patient underwent mesh removal on (B)(6) 2016. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.